Manufacturer narrative:
Device serial number has not yet been confirmed by the user but will be reported with the follow up MDR.

Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
Previously reported on pr (B)(4) with MDR# 3030677-2016-01679. Analysis of data log found of fault with the device. UDI # and device serial number were not previously reported but have been confirmed by the customer.